Event description:
Pt had original insertion of permanent pacemaker for sick sinus syndrome, both sinus and av node dysfunction. Pt returned with symptoms of presyncope with intermittent lightheadness even in sitting position. At those times, pt's heart rate had dropped to 30. Pt underwent successful replacement of ventricular lead a month later.